Manufacturer narrative:
Article enclosed is an unpublished manuscript. Following is the title of the unpublished manuscript: "treatment of infrainguinal critical limb ischemia using a heparin-bonded eptfe graft: mid-term results from a multicenter register." Author unk.

Event description:
In the medical literature, an unpublished manuscript was reviewed. A gore propaten vascular graft was implanted in a pt. It was reported in the manuscript that there was an early amputation within 30 days. Further investigation is pending.